Event description:
It was reported that this right atrial (ra) lead was found to be fractured near the terminal pin and was confirmed upon opening pocket. Noise was noted on unipolar and bipolar ra sensing electrogram which was due to ra fracture and not oversensed. The fractured ra lead was plugged into the final device. This ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was found to be fractured near the terminal pin and was confirmed upon opening pocket. Noise was noted on unipolar and bipolar ra sensing electrogram. The fractured ra lead was plugged into the final device. This ra lead remains in service. No additional adverse patient effects were reported.